Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
During initial deployment of 26 mm sapien3 valve via transfemoral approach, the cine and fluoro failed and the valve was deployed blindly. When fluoroscopy was restored, post-deployment aortography revealed a canted valve 98% aortic/ 2% ventricular at the non coronary cusp (ncc) and 80% aortic/ 20% ventricular at the left coronary cusp (lcc). It was decided to implant a second 26 mm s3 valve with the aortic end of the second s3 valve at the base of the large cells of the first s3 valve. This deployment was performed successfully resulting in a final gradient of 3.6 mm hg. The procedure was completed and the patient was transported to recovery is stable condition.

Manufacturer narrative:
There was mild-moderate paravalvular leak (pvl) post deployment of the first valve and the operator was not comfortable with the position of the first valve. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (the cine and fluoro failure during deployment) affected the positioning of the s3 valve during deployment, causing the valve to land in a canted position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.